Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a one-link needle-free intravenous (IV) connector. While attempting to deliver an IV push using a 40cc syringe with a non-baxter closed male luer attached, the customer had difficulty pushing the dose through a one-link connector. The clinician disconnected and reconnected the syringe 3 times and was unable to deliver the dose of doxorubicin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.